Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified two devices appears to be intact and have white particles in the surface of the shell. The devices are not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of gel bleed and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: silicone bleeding; capsular contracture, baker grade iii/IV.

Event description:
Patient reported "I have had more and more complaints with the implants/breast." Additionally, healthcare professional reported "device exchange. Silicone bleeding" and capsular contracture, baker grade iii-IV. Biopsy test performed. Affected side is left. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of gel bleed and capsular contracture was received on (B)(6) 2022, with lot number 2671340. Based on the device analysis grid, the assessments of the complaint are: gel bleed: no observed. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Deformation observed. Brown and yellow particles observed on the surface of the shell. One opening observed on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Patient reported "I have had more and more complaints with the implants/breast." Additionally, healthcare professional reported "device exchange. Silicone bleeding" and capsular contracture, baker grade iii-IV. Biopsy test performed. Affected side is left. Device has been explanted and replaced.